Manufacturer narrative:
An investigation was performed to determine the cause of the reported problem. It was confirm the lens had damage and it was determined the cause was likely a result of customer misuse. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
A customer reported that the transesophageal x8-2t transducer¿s sealant on the tip was coming off. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and there was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.